Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure the handpiece malfunctioned, resulting in a patient experiencing a corneal burn. Additional information has been requested.

Manufacturer narrative:
It has been determined that this report is a duplicate to (FDA report 2028159-2016-02259). All further information will be provided under (FDA report 2028159-2016-02259).(B)(4).